Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for investigation. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There were no non conformance issues (s) with this production lot. Internal file number - (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, towards the end of the procedure the hemopro insulation was detaching. Same unit was used to complete the procedure. The hospital did not report any pt effects. Maquet cardiovascular anticipates return of the product in question.